Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ramus artery. A 3.00x20mm promus element" plus drug-eluting stent was loaded on the guidewire and was inserted into the hemostatic valve. However, resistance was encountered and some stent struts on the proximal third of the stent were pointing outwards. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, ous, mr, 3.0x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the centre stent strut lifted. The undamaged stent od (outer diameter) was measured using snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. There was no issue tracking the device over a 0.014" guidewire, no resistance noted. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ramus artery. A 3.00x20mm promus element¿ plus drug-eluting stent was loaded on the guidewire and was inserted into the hemostatic valve. However, resistance was encountered and some stent struts on the proximal third of the stent were pointing outwards. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.